Event description:
The reporter was calling for her aunt. She said that her aunt got a result of er1, and that her (aunt's) blood glucose has been very high in the past. The reporter did not know the specifics of the er1 incident.